Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.

Event description:
Caller reported dampness in the insight insulin pump cartridge compartment; leakage between cartridge and adapter. No adverse event reported. The cartridge was not returned by the customer.